Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 20. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.